Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger was resetting. Upon evaluation, the u13 8-bit cmos flash micro-controller on the bedside board was corrupted and there was liquid contamination. The cause of the failure is the corrupted u13 component and the liquid contamination. The root cause of the corrupted component cannot be positively identified. The root cause of the liquid contamination is ingress of an unknown liquid. No adverse event resulted from the shorted component.

Event description:
A u.s. Distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.